Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drive support cap was loose. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.